Manufacturer narrative:
The reported device, h9133, arthroscopic shaver burr is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that the inner burr of two (2) h9133, shaver burrs, came out from the sleeve when using the shaver for a left shoulder arthroscopic rotator cuff repair on (B)(6) 2018. There were no issues loading the burr into the handpiece. The surgery was completed successfully using another type of burr. There was no patient injury and no delay of procedure reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint is confirmed. Evaluation found bur detached from inner hub due to oversized inner hub dimension and undersized outer dimension on the shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 19 complaints regarding 29 devices for this device family and failure mode. During the same time frame 349,415 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00008 per the instructions for use, the user is advised the following; - do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. - continually check for overheating, if overheating is sensed immediately discontinue use. - do not use burs for plunge cutting. Injury or damage could occur. - do not use shaver bur if they show any signs of damage. - inspect for bent, dull, or damaged blades and burs before each use. - do not apply excessive loading/force on the shaver blade or bur. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.